Event description:
It was reported that the patient's vehicle hit a curb which put the patient into a funky rhythm. The patient was concerned the impact may have affected the implantable pulse generator (ipg) system. The system remains in use. No further patient complications have been reported as a result of this event.